Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was 107 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due corroded keypad traces. No button error alarm or moisture damage under the screen, electronic assembly or motor was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.